Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the report, customer had not yet addressed their elevated bg. Reportedly, customer will correct bg with manual injection. The customer reverted to manual injections for insulin therapy.